Manufacturer narrative:
One cadd solis pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. Unable to download the event log. The microprocessor board with be replaced. Use testing was performed. The problem source is the faulty microprocessor board.

Event description:
Information was received that the cadd solis vip pump error code 45985. No reported adverse effects.